Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation, investigation findings, investigation conclusions.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced infusion set leakage event on (B)(6) 2024. The leakage occured at the quick release after the set had been in use for three days. No further information available.